Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10.investigation: the units were not returned for evaluation. The manufacturing records for this lot were reviewed. There were no deviations in the manufacturing records related to this event. The bypass line is assembled by connecting a tube to one end of a valve assembly then performing one-hundred percent leak test and connecting a tube to other end of the valve assembly. Retention samples from this lot were tested to perform filtering operation with water to check whether the fluid passes through the one-way valve. The fluid did not flow backward and pass beyond the valve in each sample. No similar reports have been received for this lot number. Root cause: the investigation results revealed that no trouble occurred in production and no abnormalities were observed in the retention samples. A definitive root cause could not be determined at this time.

Manufacturer narrative:
(B)(4). Investigation is in progress. A follow-up report will be provided.

Event description:
The customer reported 1 unit of whole blood in which the bypass valve did not prevent blood from going through the bypass line, resulting in possible white blood cell (wbc) contamination of the filtered unit. The wbc count is not known at this time. There was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event the disposable set is not available for return, because it was discarded by the customer.